Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's r684, r689, u906, j1002bb, d2, q701, r45, u15, u16, u17, and u18 were thermally damaged. The monitors q12, q16, q6, q7, q8 were shorted. The monitor would not power up experiencing a high to low voltage circuit from the 5.4v, -5v, 1.8v, 12v, 5v, and 3.3v being shorted. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.